Event description:
Litigation alleges that the patient suffered right hip pain, right leg pain, right buttock pain, thigh pain, groin pain, swelling, difficulty walking, difficulty sleeping, pain with walking, pain when lying on his right side, pain arising from a seated position, pain with weight bearing, looseness and displacement of the cup.

Manufacturer narrative:
The initial MDR was filed late. Corrected: device product code; catalog #/lot #. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.